Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and adequate imaging studies were available for this review. Product use was incongruent with the IFU due to the focal stenosis (less than 10 mm) within the bilateral iliac arteries. Cautionary product use conditions that might have contributed to this complaint included tortuous iliac arteries. One month post implant, there was evidence to support an occlusion of the main body stent (left iliac portion) to the popliteal artery. The successful, secondary procedure was confirmed; the occlusion was resolved. There was no evidence to support the stent collapse, rather, both the right and left iliac stents remodeled to the smallest diameter within the common iliacs, creating small bilateral blood lumens of 4 and 5 mm (left and right respectively) along with a thin mural thrombus within the stents themselves. At implant, the left stent was not angioplastied post deployment. Ten days prior to the acute occlusion, the inferior stent margin of the left common iliac artery positioned itself perpendicularly to the vessel wall, which could impede outflow. This finding was not seen immediately post implant because the final cine was taken with the wire within the system, thus straightening the natural angle of the left iliac external iliac artery. The final disposition of the patient could not be established due to the lack of information, but there was evidence of complete resolution of the total stent and artery occlusion. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation findings, the root cause for the reported event is determined to be related to procedure context and to the patient's anatomy, which was incongruent with IFU. There is no indication that endologix device was a factor in this event.

Event description:
It was reported that approximately 2 months post implant of a bifurcated device and an infrarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with left leg pain. The patient was taken to the ir lab and an angiogram run off was performed. The angiogram run off indicated very low flow through the left graft limb. The physician elected to use a balloon to dilate flow lumen in the left graft limb. Another angiogram was performed and the physician felt it demonstrated good flow. The physician reported that the patient was doing well. The patient was sent home on (B)(6) 2014.